Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level because customer was not connected to the insulin pump since this morning. Customer's blood glucose value was 484 mg/dl at the time of the incident. Another blood glucose level was 400 mg/dl. The insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that battery compartment and or spring damaged or corroded. The customer was treated with manual injection. Auto mode was not active. The device will be returned for analysis.